Manufacturer narrative:
Continuation of d10: product ID 3389s-40 serial# (B)(6), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 29-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient's battery was replaced on (B)(6) 2025, the patient was informed by a manufacturer representative that the left lead was not performing as expected. During an MRI on (B)(6), it was discovered that the lead was sitting in fluid rather than in the brain. The caller mentioned being previously informed that the device was not meant to get wet and expressed concern about the lead's placement. The caller inquired about potential issues arising from the lead being misplaced. The agent reviewed that the stimulation effectiveness might be impacted due to the lead's position. The patient was advised to consult their healthcare provider for further evaluation and management of the issue. The manufacturer representative was notified of the issue.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va1vjvh implanted: (B)(6) 2019 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that patient was experiencing more seizures as the device was approaching normal end of service. Rep reported that they do not know where the information of lead positioning came from as there was no concern or allegation that lead was positioned incorrectly. Rep reported that impedance pre and post op were normal.